Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Revision njr number: (B)(4), side: l, primary asa: p2- mild disease not incapacitating.